Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery voltage was checked and the filament was checked and calibrated. All the power cap connections were checked. The filament driver board was replaced and the backplane was replaced and upgraded. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that during a procedure and intermittently the sys displayed a filament regulator error message. No pt injury was reported.